Event description:
A device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the humidifier on their device is not working, causing dry mouth and a sore nose from usage. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The patients' complaints were not confirmed during the evaluation. The device has been scrapped.